Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. Approx 1 year post implant, it was reported that the stent graft was thrombosed and it is occluded to the bifurcation; however, the stent graft itself did not appear deformed or kinked. A femoral-femoral bypass was performed to restore blood flow to the occluded iliac. After the procedure the pt was reported to be doing fine. No additional clinical sequelae were reported.

Manufacturer narrative:
Unk cause of graft occlusion.